Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was up to 450mg/dl during these events. Supply changes were performed or the customer resumed insulin deliveries without the need to change any of the pump supplies to resolve the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Additional narrative: the failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.